Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported downstream occlusion (dso) seal problem. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a detached downstream occlusion seal. The event occurred during testing, there was no patient involvement.